Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s battery was checked about 3 years ago and it was still working and now the patient was pretty sure it was not working and they had been having the same problems as before the implant. The implant had been giving some problems over the last few weeks, but the patient had also been taking pain medicine. The patient had surgery for their knee and it was right after the surgery that they realized it was not working. It was noted that this week, the patient could not hold anything down. No further complications were reported/anticipated.